Event description:
On (B)(6) 2010, the reporter/patient's spouse contacted lifescan (lfs) alleging that the lay user/pt's one touch ultra2 meter was displaying inaccurate high readings compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. During the call, the reporter opted not to answer the majority of the scripted questions because the pt was very agitated and began yelling at the cca. It is not known when the alleged meter issue began. On an unspecified date and time, the pt reportedly tested his blood glucose on the subject meter and obtained a result of "171 mg/dl" and "20 mg/dl" on another meter, performed 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known how the pt manages his diabetes. It is not known if the patient presented with any diabetic symptoms before or after testing his blood glucose. On an unspecified time after obtaining the patient's blood glucose on the subject meter, the reporter claimed that the pt "passed out." The paramedics were called to the scene by an unidentified individual. The pt's blood glucose was reportedly tested on the emergency medical services (ems) meter and obtained a result of "20 mg/dl." The reporter did not provide further info regarding treatment or if the patient required hospitalization. The cca documented that he was unable to troubleshoot the subject meter because the pt refused. Replacement meter and supplies were sent to the patient. This complaint is being reported because the reporter claims that the pt obtained an inaccurate high reading on the subject meter, reportedly passed out, and required acute medical intervention from the ems after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.